Event description:
Approximately 10 months post index procedure, the patient complained of chest pain. Coronary angiography and intravenous ultrasound were conducted, and the physician observed that the two cyphers implanted in the mid right coronary artery were misaligned distally. The cyphers were fractured and the struts were missing from 10 o'clock to 1 o'clock. Because slow flow, due to a tight restenosis distal to the fractured stents, was observed and the vessel was distally narrow, the physician decided to conduct plain old balloon angioplasty in order to treat the slow flow. Although plain old balloon angioplasty conducted, sufficient blood flow was not observed in the implanted cyphers and the vessel. The patient had a target lesion in the mid right coronary artery. In 2006, the patient had a 3.0x28mm cypher stent and a 3.0x23mm cypher stent implanted overlapping. It is unknown in what order the cyphers were implanted. The patient's medication includes the following: heparin, aspirin and ticlopidine hydrochloride.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00847 and 9616099-2007-00848. The event involved a male patient of unknown age and medical history with a target lesion in the mid right coronary artery. The lesion was treated by implantation of a 3.00x28mm cypher stent and a 3.00x23mm cypher stent in an overlapping fashion. Order of implantation is not known. No other vessel, lesion or procedural information was given. Pre, intra and post-procedural medications were not specified; however, it is known the patient received heparin, asa and ticlid. Approximately 10 months post index procedure, the patient complained of chest pain. Coronary angiography and intravascular ultrasound were conducted and revealed both implanted cyphers were misaligned distally. The cyphers were fractured and the struts were missing from 10 o'clock to 1 o'clock. A tight restenosis distal to the fractured stents producing a slow flow was observed. The physician attempted to treat the restenosis with balloon angioplasty, however, was unable to establish sufficient results in regards to the slow flow. No other information regarding the fractured stents, missing struts or outcomes of the treatment of the restenosis was given. The products remain implanted in the patient and thus not available for evaluation. Lot numbers were not available and therefore device history record reviews were not conducted for the associated products. Based upon the information provided, it is not possible to conclusively determine the cause of the events. CAPA was opened to address stent fracture complaints.